Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech found the right siderail latch was rusted and sticking due to fluid in the latch mechanism. The tech replaced the siderail latch to repair the bed.